Event description:
It was reported that an unspecified amount of bd maxzero¿ pressure-rated extension sets leaked from the IV site. The following information was provided by the initial reporter: "mzx5305 difficulty with the new style male luer resulting in a leaky IV site. Expressed this has happened to them multiple times."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd maxzero¿ pressure-rated extension sets leaked from the IV site. The following information was provided by the initial reporter: "mzx5305 difficulty with the new style male luer resulting in a leaky IV site. Expressed this has happened to them multiple times."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that mzx5305 difficulty with the new style male luer resulting in a leaky IV site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # mzx5305 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.